Manufacturer narrative:
(B)(4). The recipient reportedly experienced swelling at the implant site, believed to be an allergic reaction. The recipient was recommended an allergic treatment; from (B)(6) 2014 through (B)(6) 2015, the recipient was prescribed prelone, dermosupril, singulair, aerius, and allegra; and from (B)(6) 2015 through (B)(6) 2015, the recipient was prescribed rupax, aztioprina, and neobol. The recipient was also prescribed clamicil in (B)(6) 2016 for one month. On (B)(6) 2016, the recipient underwent the surgical wash and flap rotation. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device, without signs of swelling or infection. This is the final report.

Event description:
It was reported that the recipient developed a biofilm infection at the implant site and the device electrode was exposed. The recipient was prescribed antibiotics in 2014. On (B)(6) 2016, the recipient underwent a surgical wash and flap rotation. The recipient's infection has reportedly resolved.